Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient could not cycle pump. The pump would go flat and not draw any fluid. The doctor thought that the reservoir had folded over and was not offering any fluid. An inflatable penile prosthesis (ipp) revision surgery took place. Once an incision was made and the tubing of the pump was exposed, the doctor discovered that the tubing from the pump that leads to the reservoir was kinked in half. The doctor cut the portion of the tubing out and tested the pump with a surrogate reservoir to ensure that it was functioning properly and it was. He then made new connections and cycled the pump successfully, the device remained in service. There were no patient complications.